Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed that no image was displayed, and it was found that it was due to damage of the imaging unit. In addition, service found the rubber adhesive was chipped, and the video connector was deformed. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was no image displayed with the subject device. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.